Manufacturer narrative:
Patient reported to be (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a bronchoscopy procedure within the left bronchus on (B)(6), 2011. According to the complainant, after the stent had been deployed off the delivery system, the proximal end of the stent did not expand properly; it appeared as if some of the stent wires were tangled within themselves. The physician attempted to dilate the stent, but to no avail. The physician ended up removing the stent and using another ultraflex to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.